Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an zmb00 19.0 intraocular lens (iol) was explanted from the patient's right eye after he experienced halos and glare. During the explant the incision was enlarged to remove the iol and a vitrectomy was performed. There was no patient injury reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed the lens haptics were intact. No manufacturing cosmetic defects were detected. Evidence of ovd (viscoelastic) residues and loose particles were observed on the iol parts, compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected. The condition observed in the lens received is consistent with a lens that has been handling and prepare for surgical use. There is no evidence to suggest that the complaint lens reported has been affected by the manufacturing process. All pertinent information available to the manufacturer has been submitted. Placeholder.